Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several false pause episodes were noted on the implantable cardiac monitor. Review of the electrocardiograms showed that the episodes were due to undersensing. The patient was asymptomatic. The device was reprogrammed. The patient was stable.